Event description:
Caller alleged discrepant results with the inratio meter compared to the nurse's meter. Results as follows: date: (B)(6) 2012; inratio: 1.1; nurse's meter (not inratio): 1.6. Time between testing was a few mins. Pt's therapeutic range: 2.5-3.5. Customer's operational technique: user milks finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Investigation pending.